Event description:
Philips received a complaint from the customer biomed reporting the v60 ventilator alarmed with a battery failed message on the screen during patient setup. There was no report of patient or user harm. The customer biomed reported the unit was removed from service; verified error code 1124 (cbit/battery failed) in event log. The battery date is from 2015 and battery voltage is 12v in pneumatics screen, battery charge led is illuminated and charging circuit appears to be working. The unit operates on ac power but not on battery. A philips remote service engineer (rse) advised the customer that battery should be replaced due to age. The customer acknowledged and after further testing to verify the need for replacement, confirmed the battery would be replaced. The customer states replacement battery is on order but is backordered. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.